Manufacturer narrative:
B3- date of event has been estimated . D4- the UDI number is not known as the catalogue number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attached article, titled: multidisciplinary approach to isolated pulmonary vein compression by an enlarging vertebral osteophytena.

Event description:
It was reported in an article that a 75-year-old man presented with worsening dyspnea on exertion and decreased exercise tolerance over the course of a year. He denied chest pain, syncope, edema, orthopnea, or paroxysmal nocturnal dyspnea. Angiography of the right inferior pulmonary vein (ripv) demonstrated an eccentric lesion with 80% narrowing and an 8 mm hg gradient across the ripv by direct measurement. The 10x19mm omnilink elite stent was placed with no residual stenosis. A follow-up computed tomography (CT) scan demonstrated external stent compression between the osteophyte and the pectus excavatum and a repeat angiogram and ripv stenting using a similar bare-metal stent was undertaken with post dilation to 14 atmospheres (atms) with the aim of providing more radial strength to prevent external compression. Completion angiogram showed no residual stenosis. However, a follow-up CT again demonstrated extrinsic compression and narrowing of the distal aspect of the stents. The patient was now referred for surgery, and following a multidisciplinary case assessment, the role of the osteophyte in the setting of pectus excavatum was recognized and the decision made for surgical osteophyte excision and subsequent stent expansion. Following osteophyte excision and angioplasty, the ripv stents remained widely patent on repeat 1-month, 3-month, and 1-year follow-up CT scans. The patient reported symptomatic improvement confirmed by corresponding improvement in his cardiopulmonary exercise testing. Details are listed in the article, "multidisciplinary approach to isolated pulmonary vein compression by an enlarging vertebral osteophyte".

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported defective device; however, the subsequent surgical intervention and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.